Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: media review: the device was not returned for analysis; however, media was received in the form of pictures of the device. Picture 2 showed a v-14 control wire inside its hoop; however, it was not possible to observe any detachment or defect in the device. The inclination observed in the tip is because physician received an angled tip and it is not a defect in the device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of distal tip detachment of device or device component and body entrapment of device or device component were defined in the risk documentation and are documented accordingly in the prr. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem, since the investigation findings do not clearly confirm the presence or absence of the reported problems with the device.

Event description:
It was reported that the tip of the device detached, requiring an additional device. An unknown v-14 control wire was selected for use. During the procedure, the guidewire became entrapped on the end of a support microcatheter. Upon attempting to remove the guidewire, the tip of the guidewire sheared off and traveled down the artery. The tip was retrieved using a micro basket. There were no patient complications as a result of this event. It was further reported that the physician received an angled tip guidewire, believing it was meant to be straight.

Event description:
It was reported that the tip of the device detached, requiring an additional device. An unknown v-14 control wire was selected for use. During the procedure, the guidewire became entrapped on the end of a support microcatheter. Upon attempting to remove the guidewire, the tip of the guidewire sheared off and traveled down the artery. The tip was retrieved using a micro basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Media inspection: the device was not returned for analysis; however, the customer provided some pictures of the device. They showed a v-14 control wire inside its hoop, and the distal tip was kinked showing evidence of "tip distal bent/kinked". However, it was not possible to observe any detachment; therefore, unable to confirm the reported events of "distal tip detachment of device or device component" and "body entrapment of device or device component". Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the device detached, requiring an additional device. An unknown v-14 control wire was selected for use. During the procedure, the guidewire became entrapped on the end of a support microcatheter. Upon attempting to remove the guidewire, the tip of the guidewire sheared off and traveled down the artery. The tip was retrieved using a micro basket. There were no patient complications as a result of this event.